Manufacturer narrative:
(B)(4). The customer returned one unraveled spring-wire guide and a 2-lumen catheter for evaluation. A visual inspection was performed on the catheter and no defects were observed. The weld on the proximal end of the spring-wire guide had fractured off, causing the guide to unravel. The j-tip was found to be deformed; the radius was too large and the "neck" was curved rather than straight. Several kinks were also observed. The outer diameter (od) of the spring-wire guide was measured and found to be within specification. The distal extension line was measured from the luer to the juncture hub, and was out of tolerance. A spring-wire guide with an outer diameter of 0.018 inches was passed through the distal line of the catheter j-tip first. Resistance was encountered when the spring-wire guide entered the juncture hub. The spring-wire guide was removed and inserted proximal end first and exited the catheter tip without issue. The juncture hub was bisected at the point where resistance was encountered and a void was found where the distal extension line meets the catheter body inside the hub. This void allowed the straightened j-tip to curve, preventing it from entering the catheter body. A tug test was performed on the distal weld and it was found to be intact. Other remarks: a device history record review was performed and there were no relevant findings. The instructions-for-use (IFU) that are packaged in this kit warns although the incidence of spring-wire guide failure is extremely low, the practitioner should be aware of the potential for breakage should undue force be applied. The customer issue of the spring-wire guide unraveling due to interaction with the catheter was confirmed during sample investigation. During functional testing of the catheter a defect was found in the catheter juncture hub assembly that prevented the spring-wire guide from advancing and the continued attempts to do so caused the spring-wire guide to unravel. The probable cause of this issue is manufacturing related and a non-conformance has been generated to further investigate.

Event description:
The customer alleges that during use, the catheter used in a patient has a defect in the guide. When removing by the punch needle an issue was noted and running the risk of wires of the wiring dispensing from the guide inside the veil of the patient. A new catheter was used. No patient injury reported. No patient complication reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during use, the catheter used in a patient has a defect in the guide. When removing by the punch needle an issue was noted and running the risk of wires of the wiring dispensing from the guide inside the veil of the patient. A new catheter was used. No patient injury reported. No patient complication reported.